Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports the implanted disc migrated anteriorly. Revision surgery was performed to replace the two size 4 endplates with two size 3 endplates.